Event description:
The tech alleged the side rail will not raise to the latch position. No pt impact.

Manufacturer narrative:
The tech found the side rail has a bent slide bracket. The tech replaced the side rail slide bracket to resolve the issue.